Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they had a prime rewind anomaly. The customer's blood glucose was 523 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that they were stuck in rewind complete and bolus delivery loop. The customer's spouse stated that nothing happened after pressing act button and stayed in rewind complete screen. The customer's spouse was advised to put the insulin pump to rest. The customer's spouse was assisted with rewind and fill tubing process. The customer's spouse stated that the insulin pump did exit the rewind complete and bolus delivery loop and complete the fill tubing process successfully. The insulin pump will not be returned for analysis.